Manufacturer narrative:
H3:medtronic evaluated that visually, there was no external damage in the construction of the device. There was no damage to the distal tip and no loose components. However, there was a slight bend at the midpoint of the inner shaft and there was contamination on distal portions of the outside diameter of the outer tube when returned. The inside diameter of the outer tube shall be 0.063 ± 0.001 inches and the largest pin that could fit inside the tube was 0.0625 inches. The outside diameter of the inner cutter shall be 0.0610 +0.0000/-0.0010 inches and the actual measurement was 0.06080 inches. The proximal outside diameter of the outer hub (locking area) shall be 0.340 +0.003/-0.001 inches and the actual measurements were between 0.339 and 0.341 inches. All dimensional measurements were in specification. Functionally, for further analysis, the inner assembly spun freely by hand with no binding. The blade fit securely into a handpiece, but excessive wobbling was observed while oscillating at 3000rpm. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-op, when user installed the blade into the handpiece for testing, they found that the blade had obviously sway. They tried to reconnect the blade but useless. Procedure was completed that another blade. There was no patient involvement.